Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, it was noted that the edge of the iol was broken after it was inserted in to the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.